Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] 17 cfu's environmental bacteria (cellulosimicrobium sp. And microbacterium sp.) [Second time; (B)(6) 2021] 4 cuf/ml of micrococcus luteus [third time; (B)(6) 2021] 3 cfu of coryneform bacilli and 3 cfu of mycobacterium species other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The result of microbiological testing reported by the user facility was updated as follows. -collected on august 18, 2021. 17cfu celluiosimicrobium sp. And microbacterium sp. -collected on august 26, 2021. Wash brush sample: 4cfu micrococcus luteus. -collected on september 8, 2021. All channels: no growth. -collected on october 19, 2021. 3cfu coryneform bacilli and mycobacterium species. -collected on october 19, 2021. No growth. -collected on october 29, 2021. No growth . According to the inspection result by local service department, some location of the device were dirty, which indicated insufficient reprocessing. It might have affected the reported event. The manufacturing record was reviewed and found no irregularities. Omsc presumed from the following information that the reported event was unlikely related to the device. - the reported last test resulted in ¿no growth¿. - reprocessing at the user facility was unknown. The exact cause of the reported event could not be conclusively determined.